Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was stuck on the tissue and would not open. A second device was used to clip both sides of the tissue, the surgeon was able to cut the device off the tissue and remove it. The second device was used to complete the procedure. There was no adverse consequence to the patient.